Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received an alert for out-of-range shock impedance measurements on the right ventricular (rv) channel. It was noted that there could be noise on the rv lead. Technical services (ts) reviewed and stated that the shock impedances have been stable now and suspected that the low result impedance measurements could be due to electromagnetic interference (emi) or noise detection. This device was implanted in the united states, and the patient was in united kingdom at time of event. This device remains in service. No adverse patient effects were reported.